Event description:
It was reported that the patient was experiencing diaphragmatic stimulation from the left ventricular lead. The left ventricular capture management was programmed off. The lead remains in use. The patient is enrolled in the adapt response clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.